Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI# - (B)(4). The device history record for zimmer dermatome an serial number (B)(6) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 16 may 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 16 may 2019, it was reported that a new dermatome was able to take 6 inches of graft before the motor failed. A zimmer dermatome an serial number (B)(6) was made available for evaluation. Evaluation of the device on 21 may 2019 found that the motor did not run, but calibration was within specifications and the control bar was in the correct position. Repair of the dermatome an occurred the same day and involved replacement of the motor. The device was then tested and verified to be functioning as intended and was returned without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was defective, which would prevent the device from oscillating the reciprocating arm and properly cutting skin during use, it cannot be determined from the information provided as to how the motor failed. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. An action was issued to address the reported issue. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device was able to take 6 inches of graft before the motor failed during internal verification testing. No patient involvement. No adverse events were reported as a result of this malfunction.